Manufacturer narrative:
510k: this report is for an unknown patient specific implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter telephone number: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient experienced an adverse reaction involving skin blotching around the area of surgery approximately 24 hours post-operatively. The custom peek implant was implanted on (B)(6) 2020. The surgeon performed a few medical tests to determine a cause, however, the implant was surgically removed on (B)(6) 2020 and the patients condition then improved. No surgical delay was reported this is report 1 of 3 for (B)(4). This report is for an unknown patient specific implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: sd800.401, lot: 33p7309, manufacturing site: mezzovico, release to warehouse date: december 19, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was returned to the incorrect synthes site in oberdorf and was finally never received at the investigation site in zuchwil, it is unknown where the devices are located today. Therefore the non-conformity was created to cover this discrepancy internally. The review of the manufacturing documents has shown that the patient specific implant with the lot 33p7309 was manufactured according to the specification and was shipped in unsterile condition. The review of the raw material certificate has shown that the used peek material was conform to the norms astm f2026-17 (standard specification for polyetheretherketone (peek) polymers for surgical implant applications) and iso 10993-1 (biological evaluation of medical devices). Product was not available for evaluation, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action related to the adverse reaction is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available or the material is located, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.